Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis of the lead found the distal end electrode had foreign material on it.

Event description:
Additional information received reported that the lead high impedances had been determined by an external neurostimulator (ens). There was no patient death or injury and the patient had recovered without sequelae. The lead was replaced.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It as reported that there was high lead impedance of 4000. The event had occurred during the procedure. The lead was not implanted. No diagnostic testing or troubleshooting was performed. The issue was not resolved and the cause was not determined. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.